Event description:
This ICD was electively explanted because it was reported that the bi-monthly visits were very stressful to the patient and the general anxiety of the situation caused the patient to pt for a new device. Note: the bi-monthly visits were a result from the lyra recall device monitoring that sac required by the manufacturer, angeion, for possible premature battery depletion concerning all angeion manufactured lyra model ICD's. However, it was reported that the battery voltages on this device did not meet the criteria where explanation was recommended, it was the patient's decision.